Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an infection at the scs ipg incision site. It was noted during a doctor's visit on (B)(6) 2018, the patient had multiple open spots in the incision. Cultures were taken and it was found to be enterococcal infection. The patient was treated with antibiotics, then the device was removed.